Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 783 mg/dl and a blood glucose reading of 683 mg/dl prior to hospitalization. Customer stated that the infusion set was pulled out by accident. The customer was treated with insulin drip and IV. The customer was wearing the insulin pump during the hospitalization. High blood glucose troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Unable to perform the high pressure test due to no tubing clamp available. Customer also reported that the insulin pump had a keypad anomaly and the buttons were hard to push. Troubleshooting was performed and completed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test. Pump was received with intermittent all the buttons response due to flattened all the buttons dome switch (no crease). Keypad connector was fully locked. Unit was received with minor scratched lcd window and cracked reservoir tube lip.